Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed loose particle matter floating in the intravia container. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 150ml bag had particulate matter described as thin plastic shavings. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Voluntary report number: mw5057836. (B)(4). The medwatch form is being attached to this MDR. Should additional relevant information become available, a supplemental report will be submitted.